Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis. Service history review could not be performed as the serial number was unknown.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the epidural bag was not fully spiked, and no medication was infusing. However, the pump never alarmed that there was an upstream occlusion (uso). There was unknown patient involvement, and unknown signs or symptoms experienced.